Event description:
It was reported that the patient presented for an initial implant of an atrial leadless pacemaker (alp) on (B)(6) 2026. During the procedure fluoroscopy determined the helix of the alp became stretched. The alp was not used and a new alp was successfully implanted. The patient was stable throughout the procedure.